Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device: left had acute angulation/the left essure coil is not visualized within the left cornua') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation perform on same day of insertion" and device physical property issue "malposition of essure device location of device: left had acute angulation/the left essure coil is not visualized within the left cornua". The patient's medical history included obesity, feeling hungry, tiredness, uterine bleeding, polymenorrhoea, breast tenderness, urinary frequency, perineal pain, absence of menstruation and pelvic adhesions. Previously administered products included for heavy bleeding: mirena. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced mood altered ("moodiness"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), nausea ("nausea"), pelvic pain ("pelvic pain") and fatigue ("fatigue") and was found to have weight increased ("weight gain"), 8 days after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (supracervical hysterectomy (uterus only); bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, mood altered, vaginal haemorrhage, menorrhagia, nausea, dysmenorrhoea and fatigue outcome was unknown, the pelvic pain had resolved and the weight increased was resolving. The reporter considered device dislocation, dysmenorrhoea, fatigue, menorrhagia, mood altered, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight (B)(6). Number of proximal coils hub on left cornua and 1 on right cornua. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: acute angulation on left: right is satisfactory; on 1(B)(6) 2018: left not visualized; right properly placed. Ultrasound scan vagina - on (B)(6) 2018: unilateral occlusion (right tube occluded), malposition of essure device. Most recent follow-up information incorporated above includes: on 30-may-2019: pfs and mr received- previously reported event "injury to herself" updated to "abnormal bleeding (vaginal)", events- "moodiness, abnormal bleeding (menorrhagia), malposition of essure device location of device: left had acute angulation/the left essure coil is not visualized within the left cornua',nausea, dysmenorrhea (cramping), pelvic pain, weight gain, fatigue, ablation perform on same day of insertion", reporter, lab data, medical history added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.